Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the device documentation, drawings, manufacturer¿s instructions, quality control procedures, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used wire guide was returned in damaged condition for investigation. The coils were elongated, and the safety wire was separated and slightly exiting the coils. The wire length was 194.2cm and the safety wire was 17.2cm from the distal weld ball. The outside diameter of the guide wire measured .0350 inches. The proximal solder was present and located 1 cm from the proximal weld ball. There was no packaging returned and no information provided about the manufacturer or part number of the wire guide. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code: unavailable as the device lot number, rpn, and gpn are unknown. Occupation: non-healthcare professional, postmarket surveillance analyst. PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. Device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. A follow-up report will be submitted should additional relevant information become available.

Event description:
As originally reported, during a transection of the left popliteal artery involving a patient of unknown age and gender, an unknown cook 0.035 inch wire guide became stuck in another manufacturer's catheter. The wire guide and catheter were reportedly removed together and the procedure was completed in the operating room, as the physician was unable to cross the lesion. Reportedly, the complaint device did not cause or contribute to the need for surgery. The cook device was returned along with the catheter to the manufacturer of the catheter for evaluation. According to the other manufacturer, the guidewire appeared to be stuck in the catheter between the two most distal marker bands. The diameter of the guidewire was noted to be 0.0358 inches, per the other manufacturer. After soaking to remove a build-up of biological matter from the device, the wire was still unable to be removed, despite some movement from the proximal portion of the device to the middle marker band. The guidewire was confirmed to be stuck just distal to the middle marker band, where slight bulging of the tubing was observed. The catheter was then cut in half between the two most distal marker bands in order to pull the guidewire through the distal end of the catheter. Reportedly, while pulling the guidewire through the distal end where the device was cut, the coil of the guidewire appeared jammed and bunched at the area where the bulge was observed. Upon return of the complaint device to cook, the device was noted to be unraveled and partially separated, although the device was still in one piece. There was no reported harm to the patient. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Although the patient underwent a surgical procedure, it was reported the device did not cause or contribute to the event.